Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (ECG's non-functional) has been confirmed. Upon investigation the electrode belt failed an ECG fall-off test. The cable connecting ECG "c" and ECG "d" was pulled from the dn board, damaging the j704 connector on the distribution node pca. The root cause for the pulled dn board was excessive force. There was no adverse event that resulted from the damaged electrode belt.

Event description:
A us distributor reported that an electrode belt had non-functional therapy electrodes.